Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's high blood glucose levels. The father states the customer's levels rose to 488mg/dl. The customer changed site and bloused with the pump. The customer has also been treating with manual injections. Troubleshoot was conducted. Bubbles were noted and were primed from tubing. The customer is being sent tubing clamp in order to conduct high pressure testing and complete troubleshoot. The customer will call back at a later time.